Event description:
A customer contacted beckman coulter regarding abnormally low results from three (3) sample tubes that were generated by the coulter lh 750 instrument. The actual results were not provided. The customer indicated that the erroneous results were not reported out of the lab. The customer indicated that the pts were redrawn. No additional event info was provided. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.